Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during hemorrhoid surgery, the generator had suddenly emitted a large spark, resulting in a burn to the patient¿s normal skin tissue. After the event occurred, medical staff immediately terminated the procedure and provided emergency treatment to the burned area and followed by medical observations. Preliminary action was the device was sent for third-party testing, during which it failed to pass inspection and displayed error code 161. The device was taken out of service, and the manufacturer was requested to perform further inspection and repair.